Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Further evaluation of this event has determined that there was no allegation of a failure of a tbct device/product. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.